Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (squealing / code 107 / code 204) was confirmed. Upon evaluation, the u500 dsp processor was intermittent. The cause of the squealing sound, code 107, and code 204 is the defective processor. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing a squealing sound and service code 107 and 204.